Manufacturer narrative:
H.6. Investigation summary: a 10011098 sample was not available for investigation; however the customer indicated the complaint sample was from lot 22115488. The feedback provided by the customer suggests the male luer collar of the smartsite stopcock had separated during use. As part of the feedback the customer provided photographs; analysis of the photographs confirmed the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22115488 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 10011098 product over the past 12 months. H3: see h.10.

Event description:
It was reported that 2 bd smartsite¿ stopcock experienced component separation. The following information was provided by the initial reporter: smart site fell off right ij cvc line on acutely unwell patient. The line had been used all day and all smartsites secure, when moving patients head it became unattached and the line bled back which we needed to clamp quickly to ensure less risk of pneumothorax. A second incident happened where the smartsite line with sedation became unattached from a second lumen. Both the smartsites became detached at the twisting mecahnism port. The name of the smart site is 'smartsite 3-way stopcock' ref - (B)(4).